Event description:
"Calibrating off/oscillating pin, spinning; not seated properly". Additional info was received: "there was an issue with this device about 2 to 3 months ago. There was no injury to the pt but the device had this issue and did not function during a grafting procedure. Pt was anesthetized and there was a 45 min to 1 hour delay in surgery as no spare device was available. A device had to be obtained at a different activity."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.